Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial capture threshold exceeds the programmed output. There is the potential for non-capture. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.